Manufacturer narrative:
According to the technician upon diagnosis there is an electrical shortage causing motor to not work consistently. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the technician upon diagnosis there is an electrical shortage causing motor to not work consistently.